Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting indicated the device was functioning properly. Instructed to change infusion set with a new vial of insulin and rotate the insertion site.